Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlm317 batch number, and no non-conformance were identified. Additional information was requested and the following was received: were both devices vcp304h and vcp503g used in this procedure? Yes. Any patient consequences and what medical / intervention was provided to manage them? No. Device return status / follow up? The products will be returned for investigation. Event reported via mw 2210968-2019-88393.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The needle and suture were detached during the surgery. A like device was used to complete the procedure. There were no adverse patient consequences reported.